Event description:
The account alleged the bed has no power.

Manufacturer narrative:
The tech troubleshot and found the power control module (pcm) is defective. He replaced the pcm to repair the bed.